Manufacturer narrative:
The cml-75ln is a cell freeze, cryogenic device consisting of a 75-ml bag with a fill tube and 2 spike ports. The bag was retained by the user and sent to charter medical for investigation. The bag was visually inspected and 2 cracks were observed on the bag film located in the area below the left port tube. One film crack was located on the right side of the port and was approximately (0.3125-inch long). The other film crack was located on the left side of the same port and was approximately (0.1250-inch long). Film cracks the size of those observed on the returned sample would have likely resulted in a detectable leak during filling of the bag. The root cause of the film cracks could not be conclusively determined. The film cracks under the left port tube suggests the bag may have encountered physical stress at some point, potentially while being handled when the bag was in the frozen state, although the exact point in the process where the film cracks occurred is unknown. There are other causes that could potentially result in film cracks or tears: overfilling the bag. An overfilled bag could create resistance during insertion and removal of the bag from the metal cassette. Excessive air left inside the bag after filling, resulting in rapid expansion during thawing. Moisture on the exterior surface of the bag or cassette interior when the bag is inserted into the metal cassette. Moisture may cause the bag film to freeze to the interior cassette surface, thus potentially resulting in damage when the frozen bag is removed from the cassette. An unknown material anomaly. The product instruction for use sheet is provided with each cml-75ln device. Review of the IFU version provided with lot 145909 has the following precautions: "after freezing, do not handle excessively. Port tubes and film are fragile in the frozen state and breakage may occur. Handle with care." "Do not overfill." "Remove as much air as possible from the container." "Ensure bag exterior and protective freezing cassettes are dry prior to initiating freezing protocol. Moisture on the exterior of the bag or on the cassette could cause adherence of the bag to the cassette resulting in difficulty of bag removal."

Event description:
The bag began leaking during water bath thawing process. Upon further inspection, the bag had developed a crack (~1cm) near the seal where one of the ports meets the bag. The cell material leaked from the bag and was discarded; none of the leaked cell material was infused into a patient. There was no injury, death or further medical intervention required as a result of this occurrence. There was no medical staff exposure as a result of this occurrence.